Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that the numbers on the insulin pump were continuously scrolling. The customer's blood glucose was 265 mg/dl. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the insulin pump would be replaced and agreed to return the product for analysis.